Manufacturer narrative:
The report event of oversensing was confirmed. The cause of oversensing was due to lead noise. The report event of failure to capture was not confirmed. The device was above eri upon received. A longevity calculation was performed based on the usage data and found to be normal. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an in clinic follow-up, loss of capture and noise that resulted in oversensing were observed on the right ventricular (rv) channel of the device. During a revision procedure, the rv lead was connected to the pacing system analyzer (psa) and the measurements were appropriate. The device was explanted and replaced to resolve the event. The patient was stable.